Event description:
It was reported that the date of original surgery was (B)(6) 2014 when the patient had the suture fracture plate inserted into his shoulder. Three of the bushings were reportedly broken. The patient had a revision on (B)(6) 2014 to remove the three screws and left everything else in place. The other screws with the locking bushing still attached were under the plate. Follow-up: the case was a proximal humerus fracture and the plate stayed in after the revision along with three of the original screws. There were no reports of post op trauma. There has not been anything further reported related to this incident. The screws were inserted by hand.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, a most likely cause of the event is patient non-compliance with the post-op protocol. The directions for use (dfu-0139) states: post-operatively and until bone healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight bearing or other unsupported stress. The fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Plate remained in the patient.